Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition is unknown.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient tolerated the procedure well and there were no immediate consequences.

Manufacturer narrative:
Reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed showed no anomalies. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion based on field settings.